Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: off-label acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -11.0/0.5/125 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for longer length lens due to refractive surprise. The problem was resolved. Cause of the event is unknown.